Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal and the camera (not hologic) was having technical difficulties. When the device was removed there was bleeding, the physician thought he had removed excess tissue from the cervix, which caused the bleeding. He packed the bleeding and kept the patient overnight for observation.